Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with noise and had high/undefined pacing impedance. The rv lead was suspected to be fractured. The lead was programmed off. During the laser lead extraction procedure of the rv lead the right atrial (ra) lead dislodged and was damaged. Both the rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.